Event description:
Customer reported a communication error and the rotation brake handle is missing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.